Event description:
A health care professional reported that during an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was removed and replaced intraoperatively for a shorter length lens. The problem was reoslved. It has been noted that the surgeon seleced a different lens size than that initially suggested by the icl calculation software. Therefore there is not enough safety and effectiveness data to support implantation in this patient category. Cause of event was reported as unknown.

Manufacturer narrative:
Claim # (B)(4).

Manufacturer narrative:
The problem was resolved. Remove statement "it has been noted that the surgeon seleced a different lens size than that initially suggested by the icl calculation software. Therefore there is not enough safety and effectiveness data to support implantation in this patient category" from initial MDR. Primary unique device identifier (UDI) #: (B)(4). Device manufacture date:14-aug-2023 corrected to 10-aug-2023. Claim # (B)(4).